Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented via merlin.net transmission showing non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the oversensing. Patient is scheduled for a follow-up visit and programming changes will be discussed with physician.